Manufacturer narrative:
Patient¿s identifier and weight are unknown. Patient¿s age reported as in 70s, date of birth is unknown. Date of event: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter¿s address is not provided for reporting. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the surgery for degenerative lumbar spondylolisthesis was performed by using transforaminal posterior atraumatic lumbar (t-pal) 9 mm spacer. The fixed area was l4 ¿l5. On (B)(6), 2017, about three weeks after the initial surgery, it was found that the tpal (transforaminal posterior atraumatic lumbar cage system) has backed out. T-pal removal surgery was performed on (B)(6) 2017. No symptoms related nerves was reported. There was no screw loosening. After the tpal was removed, autologous bone implantation was done. The revision surgery was completed with a 90-minute delay, and there was no adverse consequence to the patient. This report is for one (1) t-pal spacer 10 mm x 28 mm 9 mm height. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 08.812.009s synthes lot number: l496017 release to warehouse date: 26.jul.2017 expiry date: 01.jul.2027 manufacturing site: (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint conditionh3, h4, h6: DHR review was completed. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.